Manufacturer narrative:
.

Event description:
The customer reported a failure to discharge during cardioversion with paddles. The customer reported that there was no harm to the patient. We are not considering this as a serious injury because the customer reported no harm and because cardioversions are often done as an elective procedure and not for a life-threatening arrhythmia. Another defibrillator was used to cardiovert the patient.